Event description:
Hand piece for mako tka device from stryker has crevices that allow blood / liquid to enter the device that cannot be cleaned appropriately. . I our site uses these mako tpa devices from stryker for some of our orthopedic procedures. The handpiece is reusable and per the manufacturer's guidelines, is not to be disassembled or it will void the warranty on the device. There are crevices in this handpiece, however, that bioburden and liquid are able to enter the handpiece. These substances cannot be effectively cleaned from the device without removing screws and opening the device up. When air was blown on one of these handpieces in spd to dry it off after cleaning, the blower was placed near a crevice and what appeared to be bloody fluid blew out of the device. They opted to disassemble it and found what appeared to be dry blood inside. Removing the screws to clean the device does have a high potential stripping the screws / holes and it is difficult to get replacement screws from the manufacturer without the purchase of a new device. The rap is aware this issue and advised the team to wrap the handpiece in coban as an add'l layer of protection, however, in the meantime, our team has been disassembling the handpieces to ensure they are property cleaned. They went through an of the devices and did find that this was an issue with all of them and not just one piece of equipment coban has not prevented this issue from reoccurring.